Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised for pain, clicking, and high metal ions.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd (B)(6) 2016 litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from swelling, inflammation, lack of mobility, infection, damage to the bone and surrounding tissue, and multiple dislocations.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(6) 2017 pfs and medical records received. Pfs alleges damage to surrounding bones and tissue, damage to other organs, and ambulation problems. After review of the medical records for MDR reportability, it was reported that patient experienced pain and mild osteolysis around the femoral implant and around the trochanteric region. It was also reported that the screw was not completely countersunk and the liner doesn't seat completely down into the base. At this time its unknown which screw wasn't seated correctly, we will leave both coded at ortho: no product failure indicated (if/when we receive more information we will update as needed). There were no indications of infection, dislocations, implant noise, or high metal ions. Laboratory values for cobalt and chromium were provided and it was below 7 ppb. This complaint was updated on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.